Event description:
Customer called stating that the meter does not sound the alarm and occasionally segments are missing in the display. While on the phone a review of the system was conducted. The alarm was reset and found to function and all of the segments displayed. The customer reiterated the fact the segments aren't always missing. The customer was asked to return the meter from evaluation. A replacement meter was provided and the customer was invited to call 24/7 with future questions/concerns.